Event description:
Caller reported a cracked and shattered touchscreen on the pump, rendering the touchscreen unresponsive and illegible, preventing interaction with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump, confirming the warranty status and the shipping address. Instructions were provided for storage mode during transport, and the customer was informed that the problematic pump needed to be returned within 10 days using the provided pre-paid label and return box.